Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the red level sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, she did not use ultra-sonic gel and was not aware if other associates did. It was observed that the red level sensor tip was eroded and looked torn rather than degraded from the gel.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. As per the field service representative (fsr), the user facility replaced the level sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.